Event description:
The customer reported that the visera elite xenon light source light turned off and the device became pitch black. The customer attempted to turn it on/off several times. However, the emergency light came on. The event occurred during procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, a loose connection due to wear was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was not possible to determine the cause of the of the phenomenon of ¿during surgery, the power went out and the room went dark, and the emergency light came on when the connection was turned on and off several times¿. However, since the lamp came on after the customer replaced the lamp, it was presumed that the cause of the issue was the actual lamp itself or the way the lamp was installed. The phenomenon of ¿wear of the output connector (light guide connection) caused the connection to rattle¿ was also determined to have been caused by an excessive external force. However, the cause of the external force could not be estimated. Olympus will continue to monitor field performance for this device.